Event description:
Consumer claims she was in a chair, leaning against a heating pad for a tailbone injury when it caught fire and damaged her recliner. No injuries were reported with this incident.

Manufacturer narrative:
Consumer admits to lying on the heating pad, which is abuse of the product and a violation of the instructions and warnings provided. A prepaid label was sent to the consumer for return of the product.